Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/19/2014 with the following findings: the audio bolus button cover was found to be torn. Evaluation revealed that excessive force was required to elicit a response from the audio bolus button. The audio bolus button cover was removed, and evidence of corrosion was observed around the contact.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.